Manufacturer narrative:
B5 additional information was received and d6 medical code updated. E1 added initial reporter facility address as it was omitted from the initial report that was submitted.

Event description:
Additional information was received stating that the pump experienced placement signal drift.

Manufacturer narrative:
The impella device is no longer available from the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient was presented to the emergency department after a ventricular tachycardia (vt) episode at home that self-converted. The patient was admitted to the cardiothoracic intensive care unit (cticu). Increasing pressors were required and the team decided for impella 5.5 support. While on support, the patient went into vt and was cardioverted once and the pump was repositioned under transthoracic echocardiogram. The patient then went into ventricular fibrillation, got intubated and was cardioverted once. The impella was repositioned again. Also, there was a concern for bacteremia and a hard twisting bend in the catheters at the red handle. There was a concern for placement signal drift. It was further reported that the patient had positive blood cultures with gram negative bacteria. The patient was started on antibiotics. The cticu team believes the likely source is from the peripherally inserted central catheter line that was in for about three weeks. The plan was to redraw blood cultures today. Per the bedside nurse, the impella incision site did not look infected. Later, the pump was explanted and the patient survived.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation investigation summary: the pump was not returned for investigation. Data log was not provided or was not found on the remote server. Placement signal issue: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs. Product damage (catheter kink): clinical details indicate concern for a hard twisting bend in the catheters at the red handle during support. The cause of the issue was not determined without returned product investigation and sufficient clinical details. Clinical symptoms (tachycardia, unspecified infection): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical details: (B)(6) 2025: impella 5.5 s2 implanted via right axillary artery. (B)(6) 2025: patient went into ventricular tachycardia (vt) and was cardioverted once; the pump was repositioned under transthoracic echocardiography (tte) guidance. Patient then went into ventricular fibrillation (vf), was intubated, and cardioverted once more. Impella was repositioned again. There was concern for bacteremia and a hard twisting bend in the catheters at the red handle. Concern for placement signal drift was also noted. (B)(6) 2025: patient had positive blood cultures with gram-negative bacteria and was started on antibiotics. The team believes the likely source is the peripherally inserted central catheter (PICC) line, which has been in place for about 3 weeks. Plan to redraw blood cultures today. Per bedside nurse, the impella incision site does not look infected. (B)(6) 2025: pump explant day. Device history review the pump passed all post sterile inspection checks.